Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high thresholds and sensing anomaly. The lead was capped and replaced on (B)(6) 2016. The patient was asymptomatic prior to procedure and was stable post procedure.